Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The hakim was not returned for evaluation (as per customer, product not available) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported a damaged shunt. A hakim valve was implanted in a patient with an acoustic neuroma via a lumbar peritoneal shunt in (B)(6) 2020 with a lumbar catheter (manufactured by kaneka, product code: 702-jj). The patient presented on an unknown date to the hospital with recurrence in gait disturbance and urinary incontinence. An x-ray demonstrated lumbar catheter dropout and rupture. The lumbar catheter was removed and replaced with a codman certas ventricular peritoneal shunt.